Event description:
A report was received that a patient's lead was exhibiting high impedances. The patient underwent a lead revision procedure, and the lead was replaced. The patient is reportedly doing well following the procedure.